Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker were also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer went to the emergency room twice because the insulin was not flowing through the tubing and it kept restarting. The blood glucose reading at time of admission was over 600mg/dl. The mother also mentioned that she went in for an abscess, and when they took her blood glucose it was really high. Troubleshooting was declined and the customer requested a replacement. No further information was provided.